Event description:
Related manufacture ref: (B)(4). During transseptal puncture, the needle punctured the dilator and sheath in the area of the curvature. The needle comes out either distally between the sheath and dilator or laterally in the area of the curvature of the sheath. Both the brk needle and the sl sheath were exchanged which did not resolve the issue. A fastcath sheath was then used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 8f swartz braided introducer sheath and dilator were received for evaluation. A brk needle without the stylet was returned inserted into the sheath/dilator assembly and punctured through both the sheath and dilator. The dilator was perforated at 1.5¿ proximal to the distal tip; the sheath was also perforated at 0.5¿ proximal to the distal tip. The returned needle and a stock stylet from current inventory were inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The swartz braided transseptal introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the cause of the perforation is consistent with not following the instructions for use.